Manufacturer narrative:
The type of investigation coding has been updated.

Event description:
It was alleged that a patient received questionable results when testing with a coaguchek xs meter and a coaguchek xs plus meter. A sample from the patient was tested using the coaguchek xs meter, resulting in a value of 4.5 inr. A sample from the same finger of the patient was then tested on the coaguchek xs plus meter at 11:12 a.m., resulting in a value of 4.6 inr. At 11:52 a.m., a sample from the patient was tested in the laboratory using the stago method, resulting in a value of 3.4 inr. All three tests were performed within a 4-hour time period. Based on the laboratory value, the patient was advised to skip the warfarin dosage for one day to reduce the weekly overall total dosage. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly.

Manufacturer narrative:
The serial number of the coaguchek xs meter is (B)(6). The serial number of the coaguchek xs plus meter is (B)(6). On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The customer used samples collected from the same finger of the patient when performing the coaguchek xs and coaguchek xs plus measurements. Per product labeling: "if you need to redo a test, use a new lancet, a new test strip, and a different finger".